Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported that surgeon had an incomplete flap or possible vgb with patient¿s right eye. Surgeon tried to lift but noticed it was incomplete or had a hole in the flap. Excimer treatment was aborted. Left eye was completed with no issues. It was reported there was no best corrected visual acuity (bcva pre or post).